Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 2/14/2016 to 2/26/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact to safety is "low." A visual analysis was not performed as the suspect positive bi was not available for return. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Service was dispatched to the customer¿s site and the unit was found to meet specifications. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, lot trending was not exceeding and DHR review found no anomalies that would contribute to a positive bi result. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is cyclesure bio indicator. The correct catalog number is 14324_97. Lot number - the correct lot number is 03516016. (B)(4) suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous bi was negative for growth. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.